Manufacturer narrative:
Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: summarized by hcp initial review findings 1st revision: full thickness wear, template product implanted: 50mm g7 cup posterior inferior liner, +3/32 head, taperloc microplasty 10 lateralised at 9mm from trochanter. 2nd revision notes have not been provided root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical devices: part # 010000857/ g7 neutral e1 liner / lot # 6427394; part #unknown / unknown stem/ lot # unknown; part #unknown / unknown cup/ lot # unknown. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports 3002806535 -2020 -00560.

Event description:
It was reported patient underwent hip revision surgery approximately two months¿ post implantation due to dislocation and subluxation. Attempts have been made and additional information on the reported event is unavailable at this time.